Manufacturer narrative:
Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient during a laparoscopic colectomy procedure, the button operation of the device was checked. The coag rocker switch did not return to the off position. A new device was used for the procedure.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient during a laparoscopic colectomy procedure, the button operation of the device was checked. The coag rocker switch did not return to the off position. A new device was used for the procedure.